Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they had their ins changed per normal battery life then got a staph infection and was on antibiotics for like 5 week. Patient reported a part of the system was replaced and issue was resolved. No further complication reported and/or anticipated at this time.